Manufacturer narrative:
(B)(4). Additional information: investigation/evaluation: during the course of investigation, a functional test, along with a review of the complaint history, quality control, documentation, manufacturing instructions, trends, and a visual inspection of the returned used and damaged product was conducted. Two products were returned under this report. A functional test was performed confirmed leakage through the center of the disc. A review of records found no other complaints of this nature associated with the provided lot. Per quality control specification, this device is 100% air leak tested as well an inspection to confirm the appropriate check-flo assembly has been used. The fittings are also 100% verified to assure secure joint of cap to disc and check-flo body. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. Per the health risk assessment (hra) no further action is required.

Event description:
During a av fistula repair and infusion of fluids, the hemostatic valve leaked profusely. This leakage occurred twice with two devices from the same lot during the same procedure. (1820334-2016-00036) and (1820334-2016-00038). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Hemostatic valve leaked profusely. This leakage occurred twice with two devices from the same lot during the same procedure. ((B)(4). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.